Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during the procedure a one centimeter burn was noticed on the patient's labia due to the sheath of the procedure set. It was reported that the patient was very large. The case was completed with this device and the physician administered premarin cream to the affected area. The patient's condition has been described as fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.